Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had intermittent button response due to moisture damage on keypad traces. No button error alarms noted during testing. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not press the buttons for three minutes or longer. During the call, the customer was experiencing high blood glucose levels of 17 mmol/l, and was unable to treat due to the button error alarm. The customer stated that she needed to go to the hospital for treatment. Nothing further was reported.